Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's site wants to confirm the validity of the sensor pressure readings. As a result, a recalibration may be pending.

Event description:
Follow up revealed that on (B)(6) 2018 the patient's sensor was recalibrated via right heart catheterization by 17.9 mmhg.